Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12 and fault ID 0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy while cts arranged warranty replacement.